Event description:
Opti chamber used for last 5 mos and consumer noticed mold around the valve of cylinder. Consumer uses the chamber with the following: proventil, atrovent, serevent and aerobid. Consumer stated they replace tubing each month and cleans it every 3 days.